Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a product marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) / supplier: (B)(4). Manufacturing date: august 28, 2015 - expiry date: june 1, 2020. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 during which a trauma needle kit was used to introduce trauma cement. The room temperature was a controlled 21°c with an application/introduction time of approximately six (6) minutes. Following that time, however, it was not possible for the surgeon to remove the instrument from the implant. Attempts to pull/pry the instrument from the cement resulted in breakage of the device. The instrument had to be cut in order to remove it, but a portion of the item remains in the soft tissue of the patient. The surgery was completed with a reported prolongation of approximately fifteen (15) minutes. The patient¿s post-operative status was noted to be ¿fine.¿ at this time, there are no plans to surgically remove the retained fragment. Concomitant device(s) reported: unknown implant (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the needle tip of the returned device was broken; further, the transition to the handle was also cracked. The returned needle kit was forwarded to the legal manufacturer and was checked for conformance to the specifications. It was noted during the investigation that the system was clearly mechanically overloaded. The handle was, in this case, pulled out of the adhesive bond; therefore, it is likely the bone cement was cured when the first attempt was made to remove the needle from the injection site. This represents a clear misuse of the product. The relevant production documentation was analyzed and it was confirmed that the needle had been produced according to specifications. The needle was cut off very professionally so that no subsequent injury is to be expected. For patient safety, however, it should be checked whether the affected patient has a nickel allergy. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.